Event description:
It was reported that the ventilators touchscreen was not functioning. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The service provider (sp) replaced the user interface assembly to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.